Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel heatlhcare (fph) field representative that condensation was observed in the inspiratory and expiratory limbs of an rt340 adult dual heated breathing circuit after 48 hours of use, in a set up which included a fph mr850 respiratory humidifier and drager evita xl ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our analysis is accordingly based on the event description, further information and diagram provided by the customer with regard to the setup and our knowledge of the product. Results: without a complaint device we were unable to determine the cause of the condensation observed by the customer. A lot check could not be conducted as the lot number was not provided. Conclusion: we are unable to determine what may have caused the problem observed by the customer, however, it is possible that the observed condensate was influenced by environmental conditions, such as the ambient temperature. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. Since the reported complaint an fph field representative has visited the healthcare facility to provide training on the use of our humidification system and condensation management.